Event description:
A custmer observed an elevated tsh result for a pt sample on the vitros eciq analyzer. The elevated result was not reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.